Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 43.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that when the patient presented into the hospital for device replacement due to eri, high pacing lead impedance was observed. The impedance has been trending up over the last year. The lead was explanted and replaced. The patient was doing fine.